Manufacturer narrative:
A partial connector portion of the lead measuring 8.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes on july 17th, 2017 the right ventricular lead was capped and replaced. No further information was reported.

Event description:
New information available on (B)(6) 2017 states that, the patient did not experience any symptoms due to the malfunction and was stable prior to, during, and after the procedure.

Event description:
It was reported that an asymptomatic patient presented remotely via an alert on merlin.net transmission. The patient was brought into clinic for further device evaluation. Upon interrogation, the right ventricular lead exhibited increased high voltage lead impedance. It was noted that the lead exhibited a steady rise in impedance over several months. The right ventricular lead capture, sense, and pacing lead impedance trends were all stable. Lead replacement was suggested. No further information is available.